Manufacturer narrative:
The part was not available for evaluation. It was reported that a revision surgery was needed to replace creo screws that were found broken post operatively. This was a patient with a previous level fusion l4-s1. L4-l5 had fused but had a non-union at l5-s1 and screw breakage in the left side of construct. The screws were short into the s1 which could aid to the screw breakage as well as no interbody implant in l5-s1. A revision surgery was performed with a rise interbody implant as well as longer s1 ha creo screws. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace creo screws that were found broken post operatively. This event occurred in ireland.